Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the patient's jugular vein was punctured and intiallly blood was aspirated and then the plastic cone broke from the shaft. A new needle was successfully used to place the cvc. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint of needle hub broke and separated during use was able to be confirmed by the photos. The photos revealed a fracture across the entire distal end of the needle hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The customer report of a broken needle hub was confirmed through visual inspection of the customer supplied photos. A device history record review was performed with no findings relevant to this investigation. It was determined that the root cause of this complaint is design related. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. Investigation of this issue is documented under a CAPA. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature."

Event description:
It was reported the patient's jugular vein was punctured and intiallly blood was aspirated and then the plastic cone broke from the shaft. A new needle was successfully used to place the cvc. No patient harm was reported. The patient's condition is reported as fine.